Event description:
Rptr complains of eye problems, hair loss, loss of appetite, hyperventilation, rash, dehydration, dry mouth, constipation, cramps in legs and feet, weakness in legs, hands cold, anxiety attacks, severe headaches, and loss of balance.